Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start up. Upon functional testing, the fse found that the mains were present, but the host pc didn¿t power up. The host pc is the main hub of the system (central control system). To resolve this issue, the philips engineer replaced host pc and installed new licenses. After replacement of host pc and installing new licenses, the the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc. The device was returned to expected functionality.